Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected: h6 (health effect- impact code and clinical code) visual examination of the returned product identified signs of being in-vivo, wear, and discoloration. The post was fractured. The device was submitted for further analysis. The analysis determined the post-fracture was the result of overloading of the bearing surface particularly on the post, and possibly exacerbated by impingement damage, leading to crack propagation. Radiographs were provided and not reviewed by a health care professional. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-453-23, fracture of the implant is a known adverse effect of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised approximately nine years and three weeks post implantation due to implant fracture. The patient complained of knee locking and diagnostic arthroscopy was performed which identified the post on the articular surface had fractured clean off. There is no additional information available at this time.